Manufacturer narrative:
Product analysis #(B)(4). Analysis information -- (B)(6) 2020 08:59:50 cst pli# 10, product ID# 37601. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the device was replaced during a routine battery replacement and was not believed to have failed. There is no known reason as to how or why the discoloration occurred on the header block.

Manufacturer narrative:
The reported information was submitted in a medwatch form (uf/importer report # (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2020. It was reported that during the intended procedure for a device battery change, the surgeon found the device to have fluid in the generator. They indicated that the device failed.